Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory. The right ventricular (rv) lead, implanted on (B)(6) 2000, was surgically capped on (B)(6) 2015 due to infection. Additionally, an insulation disconformity was identified.